Event description:
On (B)(6) 2009, company representative reported patient was having difficulty with infusion device. On (B)(6) 2009, attempted to contact patient; message was left. On (B)(6) 2009, during call back, patient reported that when she pressed the up and/or down button during bolusing, they do not respond. Patient reports she will not hear the beep. Patient reports when she looks at the infusion device the bolus amount will not be as much as she thought it would be. Patient reports she will press the button harder and it works. She states the button does not stay compressed down. Patient reports the issue occurred with both buttons. Patient stated within the last 2 days the infusion device screen went "crazy". She reports that only numbers appeared on the screen and scrolling. Patient reports when she released the button, scrolling continued. She states she pressed the check button and the infusion device returned to normal. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for evaluation.